Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3400060 lot# serial# (B)(6) implanted: (B)(6) 2023 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3400060, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024. Product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that during the revision, the pocket was made higher and no new extension was placed. After this revision, the patient had more pain in neck due to traction of extension and discomfort. A new revision was performed (B)(6), with still no improvement. New material was implanted and the tunneling was performed again.

Manufacturer narrative:
Continuation of d10: product ID b3400060 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the issue resolved without sequelae on (B)(6) 2024.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's stimulator constantly pulled the cable as if it was too short. The patient has to raise the stimulator by hand to relax the cable. A revision of this extension is scheduled for (B)(6) 2024 under local sedation. The issue is ongoing.